Manufacturer narrative:
Manufacturer has tested units and found extreme heat (+ 140 degrees c) and extreme cooling (dry ice or freezer storage) can cause device to crack. These extreme temperatures are the only way the manufacturer could find cracking damage. No actual "breakage" occurred during testing but cracking of the main body of the device was observed. Attempt has been made to obtain device. If device is returned a follow-up will be filed with FDA.

Event description:
User reported malfunction, breakage or device (s) at use. (B)(4). "Event desc: j-tip "exploded" while being administered prior to peripheral IV placement. Part of the j-tip closes to end shattered into mall pieces. Medication did not work as intended. Defective j-tip given to ed pharmacist." Not normal practice but cannot report that the devices were not stored outside labeling storage conditions. Syringe broke apart during activation. Pharmacy lot number.